Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware failed and drawer would not open, unable to open when the customer tried to recover it fst was requested to dispatch. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 5 had the malfunction and failed to open. A field service engineer (fse) found that station was powered off, the back panel and drawer were removed, and the fse found that a magnet was missing from the latch inseparable, causing the malfunction. The fse replaced the latch inseparable, reinstalled the drawer into the station, restarted the device, logged into the hardware test application, ran a functionality test, and rebooted the station. The drawer was functioning properly afterwards. The system functioned as intended after the field service engineer repaired the device.